Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to corroded keypad traces. The device was received with cracked display window corners, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported a button error alarm from the insulin pump. The customer was advised to discontinue the use of the insulin pump. The customer was advised that a new insulin pump would be shipped. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.